Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the iab was not inflating properly. Upon inspection, the alarm log of the cs300 intra-aortic balloon pump (iabp) showed a leak in iab circuit alarm was generated throughout the duration of therapy in 3 second intervals. It was later reported that the patient had expired. This report is for the iab involved. A separate report has been submitted for the involved cs300 iabp under mfg report number 2249723-2023-01589.

Event description:
It was reported that after hours of intra-aortic balloon (iab) therapy, the iab was not inflating properly. Upon inspection, the alarm log of the cs300 intra-aortic balloon pump (iabp) showed a leak in iab circuit alarm was generated throughout the duration of therapy in 3 second intervals. Therapy was discontinued after six to eight hours. It was later reported that the patient had expired. This report is for the iab involved. A separate report has been submitted for the involved cs300 iabp under mfg report number 2249723-2023-01589.

Manufacturer narrative:
Updated field(s): describe event or problem, serial#, lot#, exp./ manufacture date, return to manufacture date, device not eval provide code, investigation findings, investigation conclusions. Complaint record ID#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field(s): lot#, serial#, exp. Date, manufacture date. Device evaluation: the reported iab serial was # (B)(6). The returned iab serial is # (B)(6), and the returned iab was evaluated. The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A kink was found on the catheter tubing and inner lumen approximately 75.9cm from the iab tip. A kink was found on the catheter tubing approximately 60.5cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined kinks in the catheter tubing and inner lumen. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, kinks in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).